Event description:
The conmed es pencil 131319a is staying in the "on" position after releasing the switch. The physician is suggesting that fluid might be (blood, synovial fluids) getting inside the pencil housing which could be causing the switch to stick.